Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. A review of the device data revealed intermittent right atrial (ra) oversensing of right ventricular (rv) signals, and atrial tachy response (atr) events. The patient's ra lead was non-boston scientific. No troubleshooting was performed, and the cause of the patient's syncope was not determined. No actions or interventions were planned. No additional adverse patient effects were reported. The device remains in service.